Event description:
The contact stated that the customer was showing symptoms of hypoglycemia. He was sweating and disoriented. The customer's blood glucose was tested at 20 mg/dl using his contour meter and paramedics were called. No info was provided about what type of treatment the customer may have received from paramedics. The test strips and meter are to be returned for evaluation, and replacement products were sent to the customer.